Event description:
A customer contacted baxter's technical service center to report a patient death. The patient reportedly expired on (B)(6) 2011 from a stroke. Information received from global pharmacovigilance indicates: this is a spontaneous consumer report by a nurse from the USA of a fatal stroke in a female coincident with dianeal pd4 ambuflex therapy. It was unreported if an autopsy was performed. Dianeal therapy was ongoing until the date of death. On (B)(6) 2011, the nurse confirmed the cause of death was stroke (onset not reported) as reported by the consumer. The nurse reported that the death was sudden. The nurse did not provide an opinion of causality. The nurse declined to provide additional information. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Should the device be received and an evaluation performed or if additional information is received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter product analysis lab (pal) received the device inoperative for no display but in good condition. The device failed the homechoice rite (return instrument test and evaluation) functional test for no display but passed the rite electrical test. The product analysis lab evaluated the device. There were no problems found during an internal inspection. The display module was replaced with the test article and the display functioned properly. Three simulated patient therapies were performed and completed successfully. Accuracy confirmation and temperature verification tests were performed and passed. A review of the device logs revealed no anomalies and no drain or ultrafiltration(uf) volumes that meet the iipv (increased intra-peritoneal volume) criteria. The assignable cause for rite test failure - received inoperative for no display was determined to be an inoperative display. No device failure or malfunction was identified that could have caused or contributed to the patient death. No issues were identified during review of the device's service history record.